Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient began experiencing vomiting and it persisted for two days. Due to ongoing vomiting and concerns about his diabetes management, his mom brought him to the hospital on (B)(6) 2026. The egv during the 2 days of vomiting were not described. He was not admitted but placed under observation. In the emergency room (ER), his egv and manual fingerstick readings were compared. The egv was 184 mg/dl, while the fingerstick reading was 408 mg/dl. The elevated glucose was attributed to his insulin pump being disconnected and not delivering insulin as expected. Although ketones were present, he was not in dka. He was treated with novolog insulin and allowed to eat, which reduced his glucose to 248 mg/dl. At the time of the call, the patient had not yet been discharged and remained under observation until his glucose levels normalized. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.